Event description:
Tip of cannula broke off in soft tissue of posterior right shoulder during arthroscopic surgery. Unable to retrieve broken piece.

Manufacturer narrative:
Evaluation results: customer not returning product. Photo from customer did show missing portions in the distal tip of the cannula. Unable to perform root cause analysis without product. There have been no other complaints from this lot number.